Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing was not performed since the product was not returned. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown amount of time. X-ray or picture images were not provided. DHR review was completed for the subject lot number (1223834). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223834) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product was not returned. The following sections have been updated: g7: checked "follow-up."

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Device discarded.

Event description:
It was reported that abutment screw (iunihg) head was fractured. Patient noticed that crown was loose and fracture screw was discovered. Fractured screw was removed and discarded. Tooth site 29.